Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was unable to perform no delivery test due to no button response. The insulin pump had cracked reservoir tube lip, case window display corners and scratched lcd window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarms frequently during bolus and fixed prime. The customer's blood glucose was 269 mg/dl at the time of incident. The customer stated that there was no infusion set issues found. The insulin pump will be returned for analysis.